Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient experiencing postcardiotomy cardiogenic shock was implanted an impella 5.5 device for mechanical circulatory support. While on support, the automated impella controller (aic) had a controller error noted as "connect to back up aic". An alternate aic was located and switched over with no loss of support or reported harm to the patient.